Event description:
It was reported that the pump declared an altitude alarm 21. There was no adverse impact to the customer's blood glucose level as the customer declined to provide their bg level at the time of the event. Technical support advised the customer to remove obstructions from the speaker holes and provided instructions on cleaning them. Despite following the steps to reconnect the cartridge, the issue was not resolved, and the customer was unable to load a new cartridge immediately. The customer planned to load a new cartridge when ready and acknowledged the tips provided by technical support to prevent future altitude alarms.